Event description:
N/a.

Manufacturer narrative:
Device evaluation: the reported iab lot # was 3000305235 but the returned iab lot # was 3000300894, and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The extender tubing was also returned. The technician was able to successfully flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that before initiating intra-aortic balloon (iab) therapy, the catheter would not flush. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).